Event description:
Reportedly, the surgeon first closed the instrument and fired squeezing the handle twice. She opened the instrument by pushing the black button and remarked that the staples were not formed. Some staples were still in the cartridge of the ta and a few in the tissue. Despite the improper staple formation the tissue was cut out to remove the damaged tissue. The surgeon then had to resect a small amount of tissues with the stapler and to close the rectum with a roticulator stapler.